Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, for the right upper lobe artery, the stapler was not able to fire. They replaced a new reload of the same model ID and installed it in the same main gun, and fired it smoothly to complete the case. There was no patient injury.